Event description:
It was reported that during an unknown procedure, when the device fired clips, it fired before the closure of the clips. After a few trials, it was seen that the vein was not clipped. The device fired malformed clips and jammed. There was no bleeding, no change to procedure, and no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Two photos were received for review. During the visual analysis, the following was observed: the first photo shows some malformed clips that were noted inside of a plastic jar. The second photo shows a tyvek with lot # u9588y, exp. Date: 2025-08-31. Based on the photos, the event described of malformed clips is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. Investigation summary the product was returned evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, eleven conforming clips were fed and formed. Finally the device locked out as intended. The device fed and performed without any difficulties noted. Possible causes for the jaw being disengaged from the cam may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.